Event description:
A third party service center received info alleging a ventilator fails to operate on internal battery power. The device was not in pt use.

Manufacturer narrative:
The third party service center confirmed the customer's complaint. The ventilator's internal battery was replaced to correct the problem. Although the ventilator was found to audibly and visually alarm appropriately for a loss of ac power, this type of malfunction would result in a loss of therapy if the ac power source was lost.